Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a battery life with damage/moisture issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the device caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1: device evaluation: the device has been returned and evaluated by product analysis on 07/23/2015 with the following findings: the pump's black box showed evidence of short battery life, battery alarms and pump reboot events. No basal deliveries occurred on (B)(6) 2015 from 05:26 to 23:14 following a replace battery alarm. The battery cap was unable to fully tighten. There was a battery compartment crack and moisture was observed. The pump's current draws were within specifications. A leak test showed that there was a leak at the battery compartment crack. There was evidence of additional moisture contamination inside the pump. Unrelated to the initial allegation, the displays screen was dim and discolored.